Event description:
"Dr used the clip applier to clip the duct and artery. Dr. Limmer used 3 clips. One on the duct, when he put a clip on the artery the clip crossed itself. When he applied the second clip on the artery, it closed the tip but not the apex. When he placed the 3rd clip same story except artery was cut." "Patient is good."

Manufacturer narrative:
Product has not been returned to the manufacturer. When product is returned, it will be evaluated and follow-up report will be sent.